Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the lever weld was separated and the run/safe switch was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the lever weld was separated and the run/safe switch was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by the technician through visual inspection. The weld on the switch was broken and the run/safe sw itch was missing. The device was placed in parts retention.